Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The reported issue was confirmed as a sample-specific discrepancy. The patient sample exhibited a low signal in the ahiv sub-module, which resulted in no calculated result for the elecsys hiv duo assay. Additional testing of the same sample using other elecsys assays, including hbsagii, ahbc, syphilis, and ahcvii, did not reveal any abnormalities. Testing on the abbott architect system on (B)(6) 2022 also yielded a negative result for hiv. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged that no result was calculated for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit due to a low signal. The issue was observed in the ahiv sub-module of the assay, which generated an alarm reading '345-000001 abnormal low signal' with a signal value of 384. As a result, no result was calculated for the hiv duo assay. Re-runs of the same sample on two different cobas e 801 modules confirmed the findings. Additional testing of the same patient sample using elecsys hbsagii, elecsys ahbc, elecsys syphilis, and elecsys ahcvii assays did not show any issues. The patient sample was subsequently tested on the abbott architect system on (B)(6) 2022, yielding a negative result for hiv with a value of 0.16 s/c.